Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, the leukocyte filter came apart at the seam. The product was changed out, there was no blood loss, and surgery was completed successfully.

Manufacturer narrative:
Terumo did not receive the actual device; thus referenced codes. Terumo plans on submitting a f/u report once the device is received and evaluated. (B)(4).